Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating tht he had air bubbles anomaly on the reservoir of the insulin pump. Customer's blood glucose was 372 mg/dl. The customer was advised to deliver a 5 units fixed prime until air bubbles are no longer visible. The customer was advised that cold insulin can cause air bubbles in the reservoir and tubing which may result in inaccurate insulin delivery. The customer was advised to change infusion set. The customer was informed that we would send 2 sets and 2 reservoir for replacements.